Manufacturer narrative:
Concomitant medical products: 4068-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-capture, high impedance and oversensing. It was determined the atrial lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.